Event description:
Bayer case number: (B)(4) medical device removal [medical device removal] head pain [head pain] memory loss [memory loss] dizziness [dizziness] joint pain [joint pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced headache ("head pain"), amnesia ("memory loss"), dizziness ("dizziness") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. On (B)(6) 2019, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. No causality assessment was received for essure with regard to amnesia, headache, dizziness, arthralgia or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal, head pain, memory loss, dizziness, joint pain. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-sep-2025. The most recent information was received on 26-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52-year-old female patient who had essure inserted (lot no. A78078) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2375 days after essure insertion and 184 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). On unknown date she experienced headache ("head pain"), amnesia ("memory loss"), dizziness ("dizziness") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to amnesia, headache, dizziness, arthralgia or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. The most recent follow-up information incorporated above includes data received on: 26-feb-2026: essure lot number added. Essure insertion date & removal dates updated. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number:(B)(4) medical device removal [medical device removal], head pain [head pain] , memory loss [memory loss] , dizziness [dizziness] , joint pain [joint pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-sep-2025. The most recent information was received on 02-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced headache ("head pain"), amnesia ("memory loss"), dizziness ("dizziness") and arthralgia ("joint pain"). On (B)(6) 2019, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to amnesia, headache, dizziness, arthralgia or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-oct-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.